Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged usb cable is difficult to insert resulting in difficulties charging the pump. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.